Manufacturer narrative:
Per medwatch report mw5097327 it was reported that the tip of the reprocessed depuy mytec vapr s90 wand broke off intraoperatively during a hip bursectomy procedure. There was no customer contact information provided in the medwatch that the manufacturer received from the FDA to follow up with the customer, therefore no additional information is available to be obtained. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
The tip of the wand broke off intraoperatively.